Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One (B)(4) cartridge reload was loaded in the device. The cartridge reload was received fully fired. The cartridge deck and the one piece sled were noted to be damaged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition, b-shape staples were found to be lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thoracic procedure the device was stuck on lung tissue. Several attempts were made to remove the device with no success. Another device was used to cut off the specimen and device. The specimen was able to be wiggled out of the jaws and taken to pathology. The case was completed without additional patient impact.